Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient presented after receiving a vibratory alert and premature battery depletion was suspected. The device was explanted was replaced. The patient is in stable condition.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-14830, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).